Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: MDR ID 2134265-2015-03951. It was reported that catheter entrapment and shaft break occurred. Vascular access was obtained via the brachial artery through a 5f 90cm non bsc sheath. The target lesion was located in the external iliac artery. After a 260cm magic torque guide wire crossed the lesion, a 7.0 x 100, 135cm mustang¿ balloon catheter was advanced and dilation was performed. When the balloon catheter was removed through the sheath, the device became stuck inside the sheath. The physician then decided to exchange the magic torque guide wire however the wire was unable to be removed through the balloon catheter. The balloon catheter was pulled so hard that the shaft of the catheter broke in half while inside the sheath. Both the sheath and the balloon catheter were removed from the patient and the procedure was completed. No patient complications were reported and patient¿s status is fine.